Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope exhibited an air/water channel blockage and foreign material exiting the nozzle. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation of channel blockage was confirmed. A gel like material was found exiting the nozzle. The evaluation of the returned device also revealed the additional findings: due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value; due to wear of angle wire, bending angle in upward direction did not meet the standard value; the nozzle was clogged; adhesive around objective lens had wear; adhesive around light guide lens had wear; plastic distal end cover had a scratch; and adhesive on bending section cover had a crack was detached. The device was subsequently repaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.